Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was fungal infection. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug and antibacterial drug (doses, routes and frequencies were not reported) for peritonitis. At the time of the report, the patient was not recovered from the event. On an unreported date during treatment, pd therapy was withdrawn. No additional information is available.